Manufacturer narrative:
Evaluation results: one cadd reservoir set was returned for investigation in used condition without its original packaging. The sample was visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to infuse water into the ay bag. No leakage was detected. The customer reported product problem was not verified.

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir may have leaked. It was reported that white residue was found on the cassette when it was returned to the cancer center. No adverse patient effects were reported.